Manufacturer narrative:
This report is filed on august 31, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the electrode array was found to be outside the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct explanted date is (B)(6) 2016; and not (B)(6) 2016 as previously reported. This report is filed october 19, 2016.